Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2317-50, serial: (B)(4), batch: 7075371.

Event description:
It was reported that after a non-device related procedure wherein an electrocautery was used, the patient experienced inadequate stimulation due to multiple contacts that were out despite a reprogramming attempt. The patient underwent a lead replacement procedure. Per the physicians implant manual, electrocautery is a known source of high voltage transient signal and warns against the use of electrocautery.